Event description:
The fse reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system hard drive was evaluated and replaced, and the software was reloaded. The system was tested and found to be working as intended and returned to service.